Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 524 mg/dl and the cause was not known. A corrective bolus was delivered. The customer declined tandem technical support's offer to troubleshoot.